Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer reported that the insulin pump had a blank display. The customer's blood glucose was 49 mg/dl at the time of incident. The customer stated that they treated the low blood glucose with food. The customer stated that the insulin pump was not dropped, bumped nor exposed to moisture. The customer stated that the battery compartment and spring were neither damaged nor corroded. The customer stated that the battery cap was not missing or damaged. The customer was advised to clean the battery cap with cotton swab with alcohol. The customer stated that the display did not return after inserting a new battery after cleaning the battery cap. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was monitored for 24 hours, after battery installation the insulin pump powered up properly and no blank display noted. Unable to perform displacement test, self test and off no power test due to motor error. All operating currents are within specification. No isolation tape damage noted on the lcd board. However, the insulin pump alarmed motor error during rewind due to corroded motor home switch. The insulin pump had cracked reservoir tube lip and minor scratched display window.